Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This also serves as a correction report. Brand name was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
A customer reported receiving a "connected to computer" error message on her adc freestyle libre reader, therefore, no reading could be obtained. The customer experienced symptoms described as ¿mouth that dry, fatigue and urine regularly¿ and was taken to the hospital where she was diagnosed with diabetic ketoacidosis (dka). The customer further reported she was hospitalized from (B)(6)2019 to (B)(6)2019 and treated with unspecified medication to lower ketones and glucose injection. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "connected to computer" error message on her adc freestyle libre reader, therefore, no reading could be obtained. The customer experienced symptoms described as ¿mouth that dry, fatigue and urine regularly¿ and was taken to the hospital where she was diagnosed with diabetic ketoacidosis (dka). The customer further reported she was hospitalized from (B)(6) 2019 and treated with unspecified medication to lower ketones and glucose injection. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.